Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction.

Event description:
Dexcom was made aware on (B)(6) 2024, that on 04/19/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/19/2024, it was reported that the patient experienced a skin reaction with redness, inflammation, scar, drainage, pustules and infection extended beyond the patch perimeter, which occurred 4 days after the sensor had been inserted in the abdomen. The patient mentioned after a week that she removed the sensor; she consulted her hcp for the skin reaction ((B)(6) 2024) and ordered an ultrasound. She was admitted the same day to the ed for incision and drainage and was discharged the next day on (B)(6) 2024. They treated her with intravenous antibiotic, peptide injection and intravenous dilaudid (hydromorphone), intravenous sodium chloride 0.9 %, doxycycline (100mg tablet; 12 hours for 17 days), tazloc (500mg 1 capsule every 8 hours for 7 days) and topical lidocaine-epinephrine-tetracaine gel. The patient developed mrsa infection, swelling, redness, pustules, scar and pain in the insertion site. She also mentioned that on (B)(6) 2024 she went through septic shock, luckily her son was able to wake her up and she then went back to the ed but was not reported how many days she stayed. The patient was still treating mrsa infection up until the day of the report. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).